Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the physician attempted to position the device five times without success. It was noted that the patient had very tortuous anatomy; there was low sensing and no capture observed, and thus the system was removed and washed in order to eliminate the possibility of blood clots. A sixth attempt was then made with unsuccessful results. Finally, the system was removed and replaced with a new one, and the procedure was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.